Event description:
It was reported that the patient presented in clinic due to inappropriate therapy. It was noted that the patient received and inappropriate shock due to over-sensing noise detected by the right ventricular (rv) lead. Additionally, it was noted the physician had difficulties removing the rv lead and so it was decided to cap the rv lead on (B)(6) 2026 and implant a new rv lead. The patient was stable throughout the procedure.